Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient was shaking and his speech was incoherent while the cgm was displaying 7.2 mmol/l. Emergency medical services (ems) was called and upon arrival the bg finger stick value by the medics was 4.1 mmol/l. The patient was provided unspecified medication and after treatment the patient felt better. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2022. It was reported that the patient was released from the hospital the same day. No additional patient or event information is available.